Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an ablation procedure and the right ventricular (rv) lead exhibited over-sensing of atrial arrhythmia or an external source of noise. It was also reported that the rv lead exhibited a small drop in impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.